Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 150 ml bag leaked from the seal that attaches the bag to the base of the medication port. The step in the process during which this occurred is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and no issues were noted. The device was functionally tested (pressure and simulated use) and it performed within the desired product specifications. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction and additional information: during follow-up with the reporter, they stated that the lot number was ur14l03152. Should additional relevant information become available, a supplemental report will be submitted.